Manufacturer narrative:
The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced flow issues during infusion. The following information was provided by the initial reporter: material no: 515052, batch no: 1808101. Event description per customer email states, administered medication and reported inordinate amounts of bubbles in patient line which kept the pump alarming. ¿I¿m convinced it¿s that connection device. I finally turned it upside down and now there are no problems.¿ connector: lot#1807721; injector: lot#1808101. By the way, she didn¿t don appropriate ppe or appropriate gloves, walked in and out of the room without sanitizing her hands, kept her same gloves on to rummage in the med room, didn¿t alcohol the y-site, and didn¿t assure the sterility of the injector-connector connection. I just followed up with her in regard to her second med/connection and she said she thinks it was that the primary tubing had so much air in it.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced flow issues during infusion. The following information was provided by the initial reporter: material no: 515052, batch no: 1808101. Event description per customer email states, administered medication and reported inordinate amounts of bubbles in patient line which kept the pump alarming. ¿I¿m convinced it¿s that connection device. I finally turned it upside down and now there are no problems.¿ connector: lot#1807721; injector: lot#1808101. By the way, she didn¿t don appropriate ppe or appropriate gloves, walked in and out of the room without sanitizing her hands, kept her same gloves on to rummage in the med room, didn¿t alcohol the y-site, and didn¿t assure the sterility of the injector-connector connection. I just followed up with her in regard to her second med/connection and she said she thinks it was that the primary tubing had so much air in it.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1808101, no deviations or non-conformances related to this issue were identified during the manufacturing process. Product undergoes inspections throughout the manufacturing process. All units from lot 1808101 were inspected with no defects observed. Based on the available information we are not able to identify a root cause at this time.